Manufacturer narrative:
The field service engineer (fse) evaluated the device and reported the device alarmed and generated an error code indicating a safety valve stuck open condition. Due to a reported occurrence of unit failing pre-operational testing (est) during system pressure testing (3131). The 3131 failure during system pressure testing indicates pressure is not increasing to specified levels. Failure to build pressure during normal ventilation mode may result in hypoventilation/loss of volume or pressure. The fse reported resetting the tubing inside the unit. The fse performed sst & est, all test passed. There were no parts replaced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop error. No patient involvement reported.